Event description:
During the evaluation process of a returned sample for a non-reportable issue, broken occluder feet were noted on the transfer set. Rn reported no patient injury or medical intervention associated with the initial report.